Event description:
Customer stated that his insulin pump has stopped working. The insulin pump alarmed motor error. The blood glucose reading is 61 mg/dl. In the past, the insulin pump was dropped, but not lately. Three weeks ago the customer was hospitalized for fluid in the lungs. Customer experienced high blood glucose levels during the hospitalization. The current blood glucose reading is 203 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.